Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use the flange separated from the tube. It was discovered during suctioning that the dale trach ties velcro straps came off. No adverse health outcome resulted from this event.